Manufacturer narrative:
In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown. One unknown bd extension set was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water. No observation of occlusion. Additional air under water test was performed. The set was pressurized with about 10psi and the vent was submerged under water. There was a steady stream of air bubbles coming from the filter vent. This would indicate that there is no issue with damage in the membrane. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a model and lot number was not provided by the customer.

Event description:
It is reported pump reading downstream occlusion on bd tubing. No patient harm.